Event description:
Allegedly, patient was revised due to mom complications: intraoperatively noted acute inflammation, stained bursa, bone loss and cytic lesions (right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00807.